Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had received no delivery alarms. The customer's blood glucose level at the time of incident was 204mg/dl. The customer's most current level was 600mg/dl. The customer states they did not have back up plan. The customer states they would be going to the emergency room in order to treat for the highs. The customer was advised replacement supplies would be sent.